Manufacturer narrative:
Investigation summary: three photos were returned from lot # 8094848, cat # 320129. A lot history review was carried out and no related non-conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: visual examination was carried out and it was observed that the cartons had no printing of lot #, expiry date or barcode. Review of the manufacturing process could not find any scenario where the line control logic could be forced to allow a non-barcoded carton to be allowed through to the shopper module. The defect can only have been effected by human intervention by placing the carton on the conveyor bypassing the built in checks. Root cause description: as the root cause is not machine related, it is not likely that this issue is systemic throughout the lot. Rationale: CAPA 603908 was raised to address this issue.

Event description:
It was reported that bd micro fine plus¿ pen injector needle were missing label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ pen injector needle were missing label information. No serious injury or medical intervention was reported.